Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple non-sustained rv oversensing episodes were observed during follow-up in clinic. There was no ventricular sense amp displayed on the episode settings, so programming changes could not be made to solve the oversensing. Ventricular sense amp was added to the stored episode settings so that sensing can be changed next time. Patient was stable throughout the event and will continue to be monitored.